Manufacturer narrative:
Continuation of d10: product ID wr9220. Serial# (B)(6): product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 14-aug-2022: h3: analysis of the returned wireless recharger (wr) (s/n: (B)(6) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had not charged their device in more than a year because they made the decision not to use the device anymore and never had it removed. The MRI company wouldn't touch them until they could turn the device on and put it into MRI mode. The patient then said they needed to have an MRI, but the recharger would not charge. The agent asked and the patient said the battery bars were scrolling up and down rapidly. The patient confirmed they had tried charging the communicator as well. The issue was not resolved. An email was sent to the repair department to replace the device.